Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc trek balloon is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous first obtuse marginal artery that is 90% stenosed. The 3.25x12mm nc trek balloon dilatation catheter (bdc) had been fully deflated, but was stuck with the 014 hi-torque turntrac flex guide wire as bdc was moved. The guide wire and the balloon were removed together as one unit. Another nc trek was used with a non-abbott guide wire to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Factors that may contribute to the difficult to remove the guide wire from the balloon dilatation catheter (bdc) causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.